Event description:
Additional information was received. It was reported that the patient had shown some improvement since the surgery. The suspected cause was a patient shift due to leaning while drilling, leading to the skive.

Manufacturer narrative:
A2,a4: patient information provided/updated. See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site had conveyed that they were unable to determine whether there had been any permanent neurological injury to the patient at this time.

Manufacturer narrative:
A2: patient age/dob is not available. H3, h6: no parts were returned for product analysis. Multiple patient codes were applied. Below clarifies what each is associated with. E0124 - nicked spinal cord e1621 - right quad weakness medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the drill skived medially on l3 (right side) and nicked the spinal cord during a l3-l5 fusion. The surgeon was leaning on the patient, and the physician assistant was drilling. Everything was accurate and aligned. The patient had right quad weakness post-operatively. There was no delay to the procedure. Additional information received from a manufacturer representative reported that the deviation was less than 3.5mm.